Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by an eye care professional (ecp) that he had an urgent visit from a pt on (B)(6) 2014 that mistakenly used the solution in both of her eyes. The pt misunderstood the "refreshing" on the label and thought it was safe to use as artificial tears. During the ecp examination, the pt presented with iritis / anterior uveitis, severely increase intraocular pressures (iop) and decreased visual acuity (va). It is noted that the pt improved on three anti-glaucoma drops, cycloplegic and acetazolamide. The pt's va is back to normal in both eyes. Additional info has been requested.